Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced skin irritation at the infusion site on the arm after approximately 4-24 hours of pod wear, which later progressed to an infection. The patient reported that blood glucose levels increased to approximately 400 mg/dl. In addition to the skin symptoms, she developed headache, lightheadedness, and nausea, prompting her to seek medical attention. The patient presented to the emergency room, where a skin infection was confirmed at both the current pod site and a previous site on the arm. The infusion sites were drained, and the patient was prescribed antibiotics and pain medication. No treatment was provided for the elevated blood glucose, which was reported to have stabilized following placement of a new pod. The pods involved were discarded and are unavailable for investigation.